Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The pt initially reported that yesterday the pt had injections at healthcare provider (hcp) office and later in the evening the pt felt like her leg was hurting and couldn't feel the stim like normal. The pt reported the stim was on at this time. The pt indicated that they have since tried to 'crank it up' but is still not feeling stim or having relief. The pt noted nothing prompted this, pt did not make any adjustments to their system. The pt then later in the call said the stim has actually began to feel 'weak' for the past week or so. Agent reviewed considering following up with managing doctor. Pt also reports she went to charge her ins last night and it got to 30% and then showed 'finished' on the screen and flashed a yellow or orange light. The caller was asked and did not indicate a message or error coincided with the light on the controller. The pt noted at that time the screen appeared to freeze, became unresponsive. The pt then took the battery out, 'rebooted it' and then had to 'answer question(s)' and she was able to continue with normal use of the controller.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.